Event description:
It was reported that the right ventricular lead fractured. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of device: vedr01 implantable pulse generator (B)(6) 2007; 4592 implantable pacing lead (B)(6) 2007. (B)(4).